Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted the mesh had pulled away from the musculature creating a flap where the bowel was protruding back through the fascia. It was reported that the patient experienced severe and chronic pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/08/2022. Additional b5 narrative: it was reported that following the procedure, patient experienced recurrent ventral hernia.

Manufacturer narrative:
Date sent to the FDA: 12/21/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.